Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this pacemaker was protruding on one side. Reportedly, the patient started feeling discomfort on the day of the call. The patient had physical therapy for a fractured shoulder, and was suggested to call the doctor's office. All available information indicates that as of this time, the pacemaker remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, additional information from product investigation indicates that the allegation against the device was not confirmed. The device was analyzed, passed all the baseline tests and exhibited normal device functions. This supplemental is being filed to capture d9: returned to manufacturer date and investigation results, and to update the entry in d6b: explant date and h6: impact codes. If information is provided in the future, a supplemental report will be issued. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this pacemaker was protruding on one side. Reportedly, the patient started feeling discomfort on the day of the call. The patient had physical therapy for a fractured shoulder and was suggested to call the doctor's office. All available information indicates that as of this time, the pacemaker remains in service. No additional adverse patient effects were reported. Additional information indicates that the pacemaker was explanted due to normal battery depletion. There were no additional adverse patient effects reported.